Manufacturer narrative:
(B)(4).the system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240(air in set) during dwell 3 of 4 on the home choice (hc). The technical service representative (tsr) explained the message to the home patient (hp) and instructed her to cycle the machine. The tsr informed the hp to use manual supplies. No reason found for the error. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.